Event description:
It was reported that (1) lcsc5 was used during an unknown procedure. It was reported by the rep that the blade stopped working during the case. The hosp followed all the blade troubleshooting steps and could not get it to work. Opened another lcsc5 to complete the case. There was no consequence to pt.